Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of pump failure from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they were filling the cartridge and holding act button while connected and the pump did not beep. The customer was in the emergency room and was not able to troubleshoot.